Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device remained implanted; therefore, physical analysis cannot be performed. However, patient outcome of stroke is noted as such in the direction for use (dfu). Therefore, a root cause of anticipated procedural complications has been assigned to this event.

Event description:
A stent assisted coil embolization of an anterior communicating artery (acom) aneurysm was performed. Post procedure the patient was slow to wake and platelet aggregation testing for plavix response revealed essentially 0% inhibition, this is likely due to plavix non-compliance. The patient was given a single bolus of integrilin and bolused with plavix and aspirin regimen. The patient had right sided weakness that gradually improved at time of discharge. During the hospital course angiograms demonstrated patency of all major vessels. Magnetic resonance imaging (MRI) demonstrated several punctuate areas of restricted diffusion within cerebral hemispheres consistent with an embolic event. The embolic event occurred between 2 - 8 hours post procedure in the treated vascular territory, distal to the stent. The patient has made a significant recovery.

Event description:
A stent assisted coil embolization of an anterior communicating artery (acom) aneurysm was performed. Post procedure the patient was slow to wake and platelet aggregation testing for plavix response revealed essentially 0% inhibition, this is likely due to plavix non-compliance. The patient was given a single bolus of integrilin and bolused with plavix and aspirin regimen. The patient had right sided weakness that gradually improved at time of discharge. During the hospital course angiograms demonstrated patency of all major vessels. Magnetic resonance imaging (MRI) demonstrated several punctuate areas of restricted diffusion within cerebral hemispheres consistent with an embolic event. The embolic event occurred between 2 - 8 hours post procedure in the treated vascular territory, distal to the stent. The patient has made a significant recovery.

Manufacturer narrative:
Device implanted.